Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and customer experienced high blood glucose event. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer stated that the insulin pump had a motor error and during troubleshooting, the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported a high blood glucose of over 600 mg/dl and treated with manual injection. Customer's blood glucose was in the 400 mg/dl at the time of call and will monitor. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.